Manufacturer narrative:
The product has not returned back for failure analysis as it has been used in surgery. Per DHR review, the duragen secure product lot 2664480 was released based on passing of all in process and finished goods criteria. Complaint is unconfirmed. The root cause is undetermined. As per the complaint description, both duragen secure (also known as duragen rm) and duraseal products were used. Therefore, it is difficult to know what exactly contributed to the leak collection. Linked to mfg. Report number: 3003418325-2018-00047.

Event description:
This is 1 of 2 reports. A regional sales manager reported on behalf of the customer that duragen rm dural regeneration matrix 3x3 was implanted in the posterior fossa and then they used duraseal 5ml on it on (B)(6) 2018. After two months, they saw leak collection. When they reopened the patient, they did not find the products. Additional information received on (B)(6) 2018 with the following: the (B)(6) male patient arrived at the hospital without any deficit, just few "walk deficit" caused from the benign tumor. The patient had a good outcome after the procedure. After two (2) months, the patient came back at the hospital because of the fistula, which was treated immediately. It was noted that when the doctor retreated the patient for the fistula after 2 months, the doctor didn¿t find any trace of duragen. It was reported that currently, the patient is okay.